Manufacturer narrative:
A spacelabs healthcare field service engineer walked the user through performing a software restart of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.

Event description:
The customer reported that while monitoring telemetry patients an error message "audio sound player is not supported" would appear blocking patient views. When the window was closed, it would immediately reappear. There was no patient or user harm associated with this event.